Manufacturer narrative:
Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. This part is not approved for use in the united states; however a like device catalog# c01a and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient status: deceased it was reported that on an unknown date, intra-op, after the long setting time the cement was applied in the patient. When sewing the situs the patient died. The procedure was not completed successfully.